Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor reading was 400 mg/dl when the blood glucose reading was 188 mg/dl. The customer was calibrating when blood glucose was stable. Nothing further was reported.